Manufacturer narrative:
Additional products returned were evaluated and found to not have any defects or malfunctions: part number: date code: description: hx6100 170412 2b triton base charger; hx803x 170620-01 af 2.0 interdental nozzle (nozzle #1); hx803x 170620-01 af 2.0 interdental nozzle (nozzle #2). The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Device manufacturing date not available due to the airfloss not being returned.

Event description:
Consumer called stating that the nozzle from their airfloss pro/utra came off the handle and almost went down their throat. No injury reported.